Event description:
During baxter's eval of a spectrum pump, evidence of tampering/unauthorized service was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval found the customer adulterated the pump. Review of the device history records for both devices shows both the mechanism assembly belongs to the device with serial number (B)(4). This is an indication that the printed circuit boards were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.